Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed on a remote transmission. It was reported that the device was not reprogrammed to the suggested settings. New programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained post-paced t-wave oversensing episodes were observed on a stored egm due to inappropriate fusion pacing. The patient was asymptomatic and stable. Programming changes and further testing were recommended.

Event description:
New information received indicated that through remote transmission, additional post-paced t-wave oversensing was observed on a stored egm. Programming changes and further testing were recommended.

Event description:
Additional information received indicated that programming changes were made to address post-paced t-wave oversensing episodes noted on (B)(6) 2017.

Event description:
Additional information received indicated that programming changes were made.

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed on (B)(6) 2017. Programming changes were recommended and will be performed by the clinic. The patient was stable after the event.